Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the device broke during surgery. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2022-00168 (B)(4). 9610612-2022-00166 (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual investigation: when looking inside the joint of the tongs, the grey and blue ceramics are visibly broken off. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: investigations lead to the assumption that the ceramic fractures were caused by improper handling due to a mechanical overload situation. It is possible that excessive force was applied to the instrument, or there was a possibility of twisting or high leverage with the instrument. A major disadvantage of ceramics is their brittle fracture behavior (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They more easily forgive design tolerances by relieving local stress peaks through elastic and plastic deformation. In addition, the following notes must be observed according to the instructions for use (IFU): damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: - apply caution when operating the product; - do not apply excessive force; - protect the working tip against knowcks and impacts; - use the pin protector when the product is not in use. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2022-00168 (400558403); 9610612-2022-00166 (400558404).